Event description:
A falsely elevated ctni result of 4.01 ng/ml was obtained on a serum sample. This value was reported to the physician. A second sample was ordered and a value of 0.02 ng/ml was obtained. The original sample was repeated and a value of 0.0 ng/ml was obtained. The pt was admitted and given medications-lovinox and nitropace. Pt is currently an inpatient and is stable. No other procedures were performed. Analysis of instrument data indicates instrument maintenance issues and possible specimen handling issues.